Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The left ventricular (lv) lead had become dislodged after implant. The patient was monitored with no intervention. The capture threshold increased and a procedure was scheduled to replaced the lv lead. During the replacement procedure, after the lv lead had been explanted and replaced, while positioning the non-abbott guidewire in the coronary sinus (cs), two target vessels were dissected. The procedure was abandoned and the patient was stable.